Manufacturer narrative:
Through journal article "breast implant-associated anaplastic large cell lymphoma" author reports rupture of a right side device. Published march 2019. Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Reason for reoperation reported as rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article "breast implant-associated anaplastic large cell lymphoma" author reports rupture on the right side. The device was explanted and replaced.